Event description:
Pump declared alarm 30 during pumping, and there was no adverse impact to the customer¿s blood glucose level. Caller had not previously reported similar alarms with this pump serial number. Technical support assisted the caller in loading a new cartridge using proper technique and the caller was able to successfully resume insulin therapy. Original cartridge lot number was unavailable.